Event description:
A malfunction alarm was reported by the customer, identified by the code malf 15. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, after which the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.